Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the health care professional stated that the navigated thoracic probe was bent and continued to use the instrument. Nothing happened to the patient. The surgery went on as planned, merely noting that the probe was bent. There was no delay to the procedure. No impact on patient outcome. Additional information was received. It was reported that the damaged was suspected to have been caused by continuous use of the probe in attempts to penetrate cortical bone, subsequently bending the tip and normal wear-and-tear. It was noted that the probe was unlikely to have been damaged prior to the procedure.

Manufacturer narrative:
H3: the probe was returned to the manufacturer for analysis. Analysis found that the tip of the returned probe was bent. There were also impact marks at the back end of the probe. Analysis found that the reported event was related to physical damage. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.